Manufacturer narrative:
Records indicate this lead remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited low out of range pacing impedance measurements. Numerous atrial tachy response (atr) episodes were stored with some atrial undersensing due to variable amplitude signals. Technical services (ts) discussed assessing the lead and if the patient is in atrial fibrillation (af). Reprogramming the pacing mode to vvi was also discussed. No adverse patient effects were reported.